Event description:
Physician reported left side pain, capsular contracture (baker grade IV), folds and deformation of the device. Also reported positive diffuse large cell lymphoma (dlbcl) positive for epstein barr virus (ebv), aggressive non-hodgkin's lymphoma," not device related. Device has been explanted.

Manufacturer narrative:
Facility name: (B)(6). (Email address): (B)(6). (B)(4). The event of "capsular contracture (baker grade IV)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade IV).